Event description:
Follow-up with the patient's family member determined that the patient's infection was not related to the device and that the patient's issues had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had a urinary tract infection. The patient had had several urinary tract infections and just found out about the current one on (B)(6) 2016. The patient also had other issues related to an implantable neurostimulator (ins) for a different therapy. She was currently at the hospital. Her white blood cell count was up over 23 when she was taken to the hospital, and they had also done several different tests to determine exactly where that was coming from. They thought it could be pneumonia and it was not; they knew the patient had a urinary tract infection but also suspected an issue with the other ins as well. Reference MFR. Report #3004209178-2016-26428 regarding issues the patient experienced with the other ins and different therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.